Event description:
It was reported that a patient underwent a spinal stabilization surgery at l4/5. The patient was reportedly "doing well post-op with disappearance of symptoms". However, it was reported that symptoms recurred 10 days post-op (right after the discharge) and x-rays of anteflexion and retroflexion positions revealed migration of the interspinous spacer. A revision surgery for removal of the spacer and decompression (laminectomy) was performed 44 days post-op. The surgeon commented that "as the patient¿s l5 spinous process was smaller than usual and the lamina was formed a bit vertically, the implant could not be placed anteriorly and that probably caused the incident". Preoperative x-ray photos with anteflexion and retroflexion positions showed large spaces between spinous processes. No further information was reported.

Manufacturer narrative:
(B)(4).